Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy, when the doctor was going to mallet in the anchor, the inserter and the anchor snapped off, the anchor was not able to be used, the device broke into two pieces and broken pieces were removed using an arthroscopic grasper. The procedure was completed with a back up device with no delay or patient injury reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a hip arthroscopy, when the doctor was going to mallet in the anchor, the inserter and the anchor snapped off, the anchor was not able to be used, the device broke into two pieces and broken pieces were removed using an arthroscopic grasper.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: misalignment of implant and inserter excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.